Event description:
Provider states out of box the left side frame hanger weldment was welded incorrectly therefore causing the left side footrest to stick out farther than the right side when it is attached.